Event description:
It was reported while in use of the transducer started leaking from the blue flush toggle. Connections checked not leaking from there. Leak definitely around blue toggle.

Manufacturer narrative:
Device has not been received at this time for evaluation.